Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. One device was returned for investigation. A visual examination noted the device was returned in two segments. The coil assembly has been removed from the basket sheath. The support sheath and basket sheath were noted to be detached. Adhesive was not visible on the basket sheath. A review of the device history record showed no non-conformances related to the reported failure. A complaint history search revealed this complaint is the only one received that is associated with the complaint device lot number 8110697. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have the sheath separated from the support tube. There was no adhesive visible on the sheath. It is possible that the adhesive remained inside the support tube and was not visible on the sheath. It is more likely that an issue occurred during manufacturing where an insufficient amount glue was applied, preventing the sheath from being securely held inside the support tube. The operator was made of aware of the issue and retrained to the applicable procedure for gluing. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. One device was returned for investigation. A visual examination noted the device was returned in two segments. The coil assembly has been removed from the basket sheath. The support sheath and basket sheath were noted to be detached. Adhesive was not visible on the basket sheath. A review of the device history record showed no non-conformances related to the reported failure. A complaint history search revealed this complaint is the only one received that is associated with the complaint device lot number 8110697. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have the sheath separated from the support tube. There was no adhesive visible on the sheath. It is possible that the adhesive remained inside the support tube and was not visible on the sheath. It is more likely that an issue occurred during manufacturing where an insufficient amount glue was applied, preventing the sheath from being securely held inside the support tube. The operator was made of aware of the issue and retrained to the applicable procedure for gluing. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor would not deploy. The outer sheath around the nitinol broke, began to slide off of the nitinol itself, and broke near the handle. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.